Event description:
Reportable based on device analysis completed on 31oct2024. It was reported that catheter issues occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the material failed to display the image and was difficult to flush. The device was changed, and the procedure progressed without complications. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was twisted. Impedance testing showed an electrical opened at the distal end of the catheter; 0-10 cm from the distal housing.